Event description:
The customer reported to baxter corporate product surveillance of a clearlink secondary set where the staff attempted to infuse the antibiotic, the facility reported the secondary would not infuse, the hanger was in use for the primary set, the head height was the proper head height. The check valve was not inverted and tapped. The solution bag was not squeezed per label copy to initiate flow. There was not a low level of fluid rise in the drip chamber. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). An actual unopened sample was received for evaluation. A functional test was performed; the set was primed normally with normal flow noted. The setup was also checked for backflow with none noted. The evaluation of the returned product did not confirm the reported condition. No additional information is available.